Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. No visual abnormalities were noted. Upon insertion, the green adapter status led began blinking as well as the five white leds and solid blue status lights were observed. No further functional abnormalities were noted. The eeprom indicated that the adapter had reached the maximum life of 50 autoclaves. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures; therefore, a device history record will not be performed. Our investigation was unable to determine a root cause or establish a relationship between the device and the reported incident. However, the investigation detected a secondary condition of device end of life that has no relationship to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the vertical sleeve gastrectomy procedure, the handle had blue lights displayed at the end of the firing sequence but would not retract the knife blade. To complete the case, the idrive handle was removed from the adapter. The battery was reset in the handle. The handle was re-attached to the adapter and the handle automatically reset and retracted the knife blade. No harm was caused to the patient. The handle and adapter are expected to be returned for evaluation.